Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a questionable elecsys ca 19-9 immunoassay for 1 patient sample test on a cobas 8000 e 602 module. The initial ca 19-9 result was 1.14 ku/l. The repeat ca 19-9 result was 400.5 ku/l and the third repeat result was 402.1 ku/l. There was no allegation of an adverse event. No erroneous results were reported outside of the laboratory. The customer was not using the recommended rack adapters. The ca 19-9 reagent lot number was 347297 with an expiration date of 20-feb-2020. The investigation determined that the calibration and qc were acceptable. A general instrument or reagent problem could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.